Manufacturer narrative:
Covidien/medtronic has not received the suspect device/component from the customer for evaluation. Although requested, the serial number of the ventilator was not provided therefore the device manufacture date is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during maintenance, the graphical user interface (gui) of a 980 ventilator reset. The ventilator was not in use on a patient at the time of the reported event.